Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: j card surg. 2009; 24: 205-298. Doi: 10.1111/j.1540-8191.2009.00806.x . (B)(4).

Event description:
It was reported via journal article "title: rapid pacing technique for preventing ventricular tears during transapical aortic valve replacement". Author(s): eric dumont, md, josep rodes-cabau, md, robert de larochelliere, md, jerome lemieux, md, jacques villeneuve, md and daniel doyle, md. Citation: j card surg. 2009; 24: 205-298. Doi: 10.1111/j.1540-8191.2009.00806.x. Transapical aortic valve replacement (tavr) is emerging as an alternative to surgical aortic valve replacement in high-risk or non-operable patients with aortic stenosis. The authors described a very simple technique to reduce the occurrence of this potentially life-threatening complication. A total of 21-transapical pavr cases were performed and included in the study. During the surgical procedure, a small left anterior mini-thoracotomy is performed to expose the apex and two large purse-string sutures using ethibond 2-0 large-needled sutures (ethicon) with pledgets are placed at the left ventricular apex. It was reported that the authors changed the purse-string technique. During the changes, the authors moved from a double u-stitch with pledget suture to a double purse-string using ethibond 2-0 large-needled sutures (ethicon), placing a large pledget between each stitch. Reported complications included apical tearing leading to bleeding (n-1) which required urgent femoral bypass to repair the ventricular apex and partial ventricular tearing (n-6) which was repaired using rapid pacing, thereby avoiding urgent cardiopulmonary bypass. The authors believed that his technique, which allows a tension-free repair of the left ventricular apex, might be essential to avoid ventricular tearing and major bleeding, and decreases the potential need of urgent femoral-femoral cardiopulmonary bypass during pavr transapical approach.